Manufacturer narrative:
A ge service rep performed an onsite investigation. The pin19 on mainframe connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system intermittently failed to display fluoroscopic image. This issue will cause the system to be temporarily unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.